Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to aseptic loosening femur, age at primary: (B)(6). Side: r, primary asa: p2-mild disease not incapacitating, (B)(4). Sex: f. Primary bmi: 0.